Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the preparation air and fluid leak was noted from the sheath. The procedure was completed successfully using the same sheath. No patient complication was reported. The device is not expected to be return for analysis as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem maximize it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the preparation air and fluid leak was noted from the sheath. The procedure was completed successfully using the same sheath. No patient complication was reported. The device is not expected to be return for analysis as it was contaminated. It was confirmed that the issue occurred during aspiration of the sheath with the syringe. No air was noted in the patient. Additionally, a slow drip saline leak was noted from the proximal end.